Event description:
An unk size bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt was lost to follow up and presented recently with a contained rupture and infection. Conversion to axillo-fem bypass was performed with removal of the stent graft on the following day. No add'l clinical sequelae were reported and the pt is reported to be fine. No further info was received. The stent graft has not yet been returned to medtronic.